Event description:
It was reported that the customer had unspecified cartridge issues. A cartridge change was performed to address the issues. Additional information was not provided. Multiple follow-up attempts were made to obtain additional information; however, a response was not received.